Manufacturer narrative:
An additional attempt to remove the sensor will be made in (B)(6) 2022 and the manufacturer will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where the physician was unable to remove the sensor from the users arm on the first attempt made.

Manufacturer narrative:
An additional attempt was made at the 180 day visit on (B)(6) 2022 using an ultrasound to locate the sensor, but the provider suspected it had migrated. The sensor was removed during an unscheduled visit on (B)(6) 2022. D2. Product code updated to qhj. D6b. Explanted (B)(6) 2022.